Event description:
It was reported by an aci sales professional that a (B)(6) female pt underwent an interventional peripheral catheterization procedure on (B)(6) 2009 to stent the superficial femoral artery (sfa). Heparin was given peri-procedure. Access was obtained via a 6f sheath. The physician, unk if trained to the mynx procedure, proceeded to prep and deploy the mynx closure device per the instruction for use (IFU). Hemostasis was successfully achieved. Pt was given plavix at the end of the procedure. The pt was ambulated and discharged per hosp protocol. Four days post procedure, pt presented with pain in groin, redness around the puncture site, and a boil. An ultrasound was performed which revealed a pseudoaneurysm (psa). The psa was treated with a thrombin injection and pt was sent home with no clinical sequela reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.